Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2012; dtma1d4 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high left ventricular (lv) lead impedance. It was also reported the lv impedance and pacing threshold had been gradually increasing. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.